Event description:
It was reported that the right ventricular lead fractured and the juncture of the first rib and clavicle. There was high impedance of greater than 3000 ohms, non-capture, and sensing difficulty. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.